Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed a high current drain condition due to current leakage in a ceramic capacitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery depleted prematurely and the sales representative was unable to retrieve the longevity estimation. The device was explanted and replaced. No patient complications have been reported as a result of this event.